Manufacturer narrative:
This report is submitted on january 30, 2017. (B)(4).

Event description:
Per the clinic, the patient sustained a head trauma in 2010 (specific date not reported). Subsequently, the patient experienced a loss of osseointegration resulting in fixture loss. The patient was reimplanted with another device.